Event description:
It was reported that customer had a motor error alarm on the insulin pump. The customer's blodo glucose level was unknown mg/dl. The customer stated not able to erase the alarm after rewind. The customer was advised that we wil send replacement. No futher details given.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to faulty slightly loose drive support disk. The motor was tested outside the device and passed. However, the operating currents are within specification and the insulin pump passed self-test, a21 error test, rewind and displacement test. The insulin pump broken battery tube threads, cracked case at the display window corners and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.